Manufacturer narrative:
Continuation of d10: product ID a810 . Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and cerebral palsy. It was reported the pentec nurse did a routine refill for the patient and he states he programs the new information into the tablet first and then actually refills the pump. It was noted post refill he then updates the pump with the new program. It was reported he noticed yesterday when he went back to the tablet to update all his programming had cleared and he had to re-enter. The hcp then updated the pump successfully. It was further reported, this morning the family called and stated the patient was having increased spasticity and he went out and interrogated the pump and it showed the pump was temporarily stopped 21 hrs. The hcp checked the pump logs and no alarms. Discussed incomplete update yesterday and it was reported he was sure it updated successfully, and the report shows it was updated. The hcp reprogrammed the pump today successfully.